Event description:
The following has been reported: "pump was in use this morning. It alarmed that the tubing was mis-loaded. We re-installed and cleared that. Then it alarmed upstream occlusion for a 20ml syringe infusion. It back-primed with ease. The syringe was taken off and reloaded. Upstream occlusion continued so pump taken out of service. The new pump continued the upstream occlusion until new tubing inserted and infusion re-started. Again." This issue delayed an active infusion. Although the pump was taken out of service and a new pump used to finish (experiencing upstream occlusions until set was changed which resolved the issue), the original pump was used later the same day for a different infusion where it experienced tubing set issues again (reported on 3014732157-2023-00191). Reporting due to the referenced technical issue. No adverse effects to the patient were reported. More information is needed to complete the investigation.

Event description:
Pump sample was received for evaluation. Complaint could not be confirmed during investigation, [the pump] passed final acceptance test, flow test and resistor tests. The pump was programmed to run basic infusions and blood product infusions with no issues being presented. An internal investigation of the pump did not reveal any signs of damage or other issues.